Event description:
It was reported that the cage was fractures when the doctor impacted it in l2/3.

Manufacturer narrative:
Review of information provided and analysis of the returned device concluded that there is no evidence of a product defect, and operational context may have contributed to this event. Device history record review for the returned device did not find any deficiencies. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Manufacturer narrative:
.